Manufacturer narrative:
H3) a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis was inconclusive and probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. Inspection of gantry showed broken pieces of cable chain in bottom of gantry. Replaced broken pieces of cable chain. Ran 20+ scans. No issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a cervical spine procedure. It was reported that the 3d spin terminated early. There was a clunk during the spin. The exam had a nav tag and was still able to be used. They were able to proceed without issue. The issue caused a 10 minute delay. There was no impact on patient outcome.